Event description:
The customer observed a false reactive alinity I hiv ag/ab result and falsely elevated alinity I free t4 results for multiple samples. The following data was provided: hiv sample: initial result = 2.30 s/co, repeat = 4.80 s/co, repeat with a new aliquot was nonreactive, repeat with a new blood draw was nonreactive, the 1st aliquot was repeated after instrument troubleshooting was performed and generated a nonreactive result. Ft4 samples: sample 1: initial result = 2.90 ng/dl, repeat = 1.93 ng/dl. Sample 2: initial result = 2.75 ng/dl, repeat = 2.06 ng/dl. Sample 3: initial result was >5 ng/dl, repeat was within normal range. Sample 4: initial result = 2.95 ng/dl, repeat = 2.19 ng/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The sample, reagent 1 and reagent 2 probes (alnty pptr probes) were all cleaned and calibrated which resolved the issue. The module function was verified with a control/precision run. Return testing was not completed as returns were not available. An instrument service history review verified no subsequent issues have been reported for (B)(6) . A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated for the alnty pptr probes did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty pptr probes was identified.

Event description:
The customer observed a false reactive alinity I hiv ag/ab result and falsely elevated alinity I free t4 results for multiple samples. The following data was provided: hiv sample: initial result = 2.30 s/co, repeat = 4.80 s/co, repeat with a new aliquot was nonreactive, repeat with a new blood draw was nonreactive, the 1st aliquot was repeated after instrument troubleshooting was performed and generated a nonreactive result. Ft4 samples: sample 1: initial result = 2.90 ng/dl, repeat = 1.93 ng/dl. Sample 2: initial result = 2.75 ng/dl, repeat = 2.06 ng/dl. Sample 3: initial result was >5 ng/dl, repeat was within normal range. Sample 4: initial result = 2.95 ng/dl, repeat = 2.19 ng/dl. No impact to patient management was reported.